Manufacturer narrative:
On (B)(6) 2016, the reporter stated that the patient experienced refractive surprise associated with lens misalignment. Five months after surgery, the surgeon decided to perform a secondary intervention to reposition the lens. Ticl was still found to be off-axis after repositioning and the surgeon decided to remove the lens on (B)(6) 2016 and exchange the lens for longer one with the same power. This solved the problem. Device evaluation - returned product evaluation found the lens was returned dry and bent in the lens case/vial. Visual inspection found the lens to have no visible damage. Dimensional and functional inspection found the lens is in specifications. Work order search - no similar complaint event within associated lots was found. (B)(4). Report source: "user facility" to "distributor". (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -03.50/+5.0/113 diopter, in the patient's left eye on (B)(6) 2016. On (B)(6) 2016, the patient experienced refractive surprise.